Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced chest pain and stent thrombosis occurred. The patient presented with acute myocardial infarction (mi). The target lesion was located in a 5.0mm in diameter right coronary artery (rca). Following extraction of a large thrombus in the rca, a stent was implanted and a 4.0mm synergy drug-eluting stent was then deployed to treat the lesion. The procedure was completed. The patient was given one dose of brilinta; however, missed the second dose on the following day. Two days post procedure, the patient returned to the physician's office for chest pain and was taken to the cath lab. The 4.0mm synergy stent was noted to have thrombosis. The stent was expanded and thrombectomy was performed. The procedure was completed. No further patient complications were reported and the patient status was fine.